Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for routine battery change. It was noted that the right ventricular exhibited high capture threshold over-sensed noise that was reproduced with arm movement. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.